Event description:
The customer reported a leak at the probe wipe of the coulter lh 500 hematology analyzer. The volume of the leak was about 1 ml and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 05/29/2015. The fse found that the blood sampling valve (bsv) and the rinse block were contaminated. The fse cleaned the bsv and the rinse block, which repaired the leak and the errors. The repairs were verified per established procedures. (B)(6).